Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog") and infection ("infections"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain, feeling abnormal and infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, feeling abnormal, infection, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety, miscarriage, ectopic pregnancy, ectopic pregnancy and termination of pregnancy - elective. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycle"), cystitis ("infection (bladder/urinary tract/vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and back pain ("back pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), feeling abnormal ("brain fog") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). The patient was treated with surgery (surgical removal of coil). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain, menorrhagia and back pain had resolved and the dysmenorrhoea, feeling abnormal, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, feeling abnormal, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2015: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event back pain was added. Event outcome updated. Historical & concomitant conditions , drugs were added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/urinary tract/vaginal)") and urinary tract infection ("infection (bladder/urinary tract/vaginal)"). On an unknown date, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain, feeling abnormal, cystitis, menorrhagia and urinary tract infection outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, feeling abnormal, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Events menorrhagia , bladder , vaginal & urinary tract infection (replaced from infection nos) was added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain /pain") in a 35 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of termination of pregnancy - elective, ectopic pregnancy, ectopic pregnancy, miscarriage, anxiety and depression. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015 she experienced pelvic pain (seriousness criteria medically important and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycle"), cystitis ("infection (bladder/urinary tract/vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and back pain ("back pain"). Essure was removed on (B)(6) 2017. An unknown time later she experienced abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), fatigue ("fatigue"), pregnancy with contraceptive device ("having pregnancy symptoms") and amenorrhoea ("period stopped"). The patient was treated with surgery (surgical removal of coil). At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain, heavy menstrual bleeding and back pain had resolved. The outcomes for dysmenorrhoea, feeling abnormal, cystitis, urinary tract infection, vaginal infection, fatigue and pregnancy with contraceptive device were unknown. The reporter considered abdominal pain, amenorrhoea, back pain, cystitis, dysmenorrhoea, fatigue, feeling abnormal, heavy menstrual bleeding, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure administration. The reporter commented: discrepancy noted in date(s) of removal: (B)(6) 2017. Caller also added that her main concern is that she is having pregnancy symptoms. She is experiencing back aches and fatigue. Her period stopped. She is too young for menopause and on the other hand she is too old to have a baby. She does not want to have a baby at her age of 46 years old. She thought essure is a permanent birth control. She has not done a pregnancy test yet but if she is pregnant, she is thinking of taking legal action. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] in (B)(6) 2015: results: total bilateral occlusion. The most recent follow-up information incorporated above includes data received on: 09-nov-2022: upon internal review, it was confirmed that cases (B)(4) and (B)(4) are duplicates of each other. All the information from deleted duplicate case (B)(4) was transferred to this case. New events: fatigue, having pregnancy symptoms, period stopped, reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.